Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a motor error on his insulin pump during bolus delivery. There were no significant events leading to the alarm. The customer's blood glucose level was 225 mg/dl. Troubleshooting was performed. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Nothing further reported.